Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high threshold measurements and loss of capture (loc) on the left ventricular (lv) lead. The cause was unable to be determined. Surgical intervention was performed to replace the crt-d and the lv lead. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed because the product was returned and analyzed.